Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of did not clean the area before starting peritoneal dialysis (pd), fever, chills, and peritonitis coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2008, the patient began treatment with dianeal pd2 1.5% therapy (dose, frequency not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). The action taken with dianeal therapy was not reported. On an unreported date, the patient did not clean the area before starting the pd which caused peritonitis. On an unreported date, the patient experienced chills and fever. On (B)(6) 2012, the patient experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized for the event. The patient was treated with amikacin (dose, route, and frequency not reported) for peritonitis. The patient was still hospitalized. It was unknown if the patient recovered from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy. An opinion of causality was not reported for the event of did not clean the area before starting pd, fever, and chills- not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This event involved a use error and there was no allegation of a product malfunction; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. This report of use error-breach in aseptic technique and peritonitis was confirmed, because it was reported that there was a breach in aseptic technique described as the patient did not clean the area before starting therapy. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The assignable cause was undetermined. A follow-up report will be submitted if additional information becomes available.